Event description:
The blue cable was pulled out of the control module and the star shaped dc motor adapter was attached. The equipment piece was broken in half. The doctor was able to finish the breast biopsy with no patient consequences reported. The device was returned for service and repair.